Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the left anterior descending (lad) artery. Pre-dilatation was performed with a non-abbott balloon catheter. The 3.50x20mm nc trek balloon dilatation catheter was advanced to the lesion with no resistance noted. The balloon ruptured during the first inflation at 16 atmospheres (atm). During retraction under fluoro, it appeared that the distal portion of the balloon, including the markers, had separated. As the device was still on the guide wire, the catheter was simply retracted with the guide wire and guiding catheter. There were no pieces of the device left in the patient. The procedure was completed with another balloon catheter. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. The reported balloon detachment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.